Event description:
Pt underwent a tvt sling procedure in 2003. During the procedure the trocar lacerated a pelvic vessel. They developed a large pelvic hematoma that required embolization 3 days later. Pt was in ICU for 6 days and was transfused with two units of blood. They still have a pelvic hematoma on CT scan 2 months later.